Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit got wet. There was no patient involvement reported.

Manufacturer narrative:
Updated field: b4, g1,g3, g6, h2, h3, h6, h11. Corrected field: d1, d4 (brand name, version or model #, catalog # & unique identifier (UDI) #).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit got wet. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. (The mfg date that was submitted initially was incorrect and the correct date is 03/20/2015). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported iabp sustained water contamination following a water leak in the cath lab procedure room. Water was discovered in both the cart and the console battery bays. Immediate action taken to soak up all the water present. The device was subsequently left to dry out for several days under a fan to ensure complete drying. Notified customer of correct process per manufacturer requirements. Both the console and cart have been thoroughly dried out. No replacement parts were necessary. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.